Event description:
Medex 5 gang manifolds and stopcocks are cracking while in use. A review of the pt's and medications being used reveals that the cracks may be related to the use of nitroglycerin which is known to break down plastic. However this is not known for sure.